Event description:
It was reported that occlusion alarms occurred. Customer performed the fill tubing step to address the issue. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.